Manufacturer narrative:
The excor cannula extension set (lot 00150705) was used on the patient from (B)(6) 2025 until the extension set was exchanged on (B)(6) 2025. The event occurred on 2025-12-18, which is (115 days) after the extension set was placed on the patient being supported with an excor active driving unit. We have reviewed the device history record (DHR) of the extension set lot no. 00150705. This product was produced according to our specifications. According to the production record, a total of 6 extension sets with this lot no. Were produced. All six sets with this lot no. Were distributed in the USA. Among them, two sets were used on two patients. There are no other complaints associated with this lot number. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart inc. Clinical affairs (ca) to report regarding a circumferential white line that was noted on the excor cannula extension set ø 9/9 mm parallel to the titanium connector of the rvad inflow cannula on (B)(6) 2025. Bhi ca reviewed the photo/video and recommended that the extension set be changed due to a concern for potential internal damage to the tubing. The excor blood pump functioned as intended throughout, maintaining complete filling and ejection. At the time of the event, all lengths of the cannulas/connectors and distance between titanium connectors were symmetrical and within the recommendations of the IFU. Excor cable ties were positioned per the IFU, and there were no previous damage or modifications to the cannulas or connector sets noted.